Manufacturer narrative:
Date of event: unknown. The date received by manufacturer has been used for this field. Investigation summary: it was reported there was a defect with the graduation scale on the syringe. To aid in the investigation, one sample in a sealed packaging blister and two photos were received for evaluation by our quality team. A visual inspection was performed and the graduation scale is skewed. No other defects or imperfections were observed. The two photos provided show the sample received. This defect can occur if there was a jam during the printing process inducing the scale marking issue. A device history record review was completed for provided material number 302832, lot number 1056005. The review did not reveal any detected quality issues during the production of this lot that could have contributed to the reported defect. Verification of the printing process was performed. Settings and adjustments were correct. Product flow was acceptable. To date, there have been no other similar events reported for this lot. Based on the investigation and with the returned sample analysis the symptom reported by the customer is confirmed. Complaints received for this device and reported condition will continue to be tracked and trended. Our quality team regularly reviews the collected data for identification of emerging trends.

Event description:
It was reported that the scale markings on the bd luer-lok¿ tip syringe were misaligned. The following information was provided by the initial reporter: "wrong of tick print".